Event description:
It was reported that a device header issue was suspected related to the right ventricular lead having an elevated threshold, impedance of 2000 ohms and oversensing with pocket manipulation and arm movement. It was noted that the lead measurements were within normal limits when connected to a new device. The device was explanted and the chronic leads were reconnected to the new device. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed. Analysis of the device revealed normal battery depletion.